Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was found unconscious by her friend, so she visited the emergency room where emergency medical services were dispatched and she was admitted in the hospital on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 800 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer was treated with intravenous insulin drip. The insulin pump received insulin flow block alarm. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.